Manufacturer narrative:
(B)(4)

Event description:
The complaint states that "signal loss" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
B5 describe event or problem- subsequent to the initial MDR, additional information is available. Primary UDI number- additional information h2 type of follow up- additional information

Event description:
Subsequent to the initial MDR, additional information is available.